Event description:
A pt contacted lifecor customer support to report that the electrode belt would not reconnect with the monitor. Support reminded the pt to never disconnect the electrode belt from the monitor. Support sent a pt services representative (psr) to the pt to exchange the electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B) (4) has been completed. The problem was confirmed. Upon further inspection, the electrode belt had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitoring which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. No adverse event resulted from the bent pins. The pt rec'd a replacement electrode belt.